Manufacturer narrative:
No frozen screen was noted during testing and time clock advanced properly. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected back light anomalies were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The patient's blood glucose at the time of incident was 62 mg/dl. The time display was stuck at 2:49 am. The buttons were unresponsive as well. There were no alarms during or after the buttons stopped responding. The battery was changed but the display remained frozen. The insulin pump will be returned for analysis.